Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, scissor jaw is not aligned. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m90701. The analysis results found that the 5dcs device was returned with the blades of the end effector bent. Due to the returned condition of the instrument, no functional testing could be performed. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.